Manufacturer narrative:
Initial reporter facility address: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the device could not be deployed successfully and the handle was fractured. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6) block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of full deployment. It was also observed that the spool was split into two pieces and the control wire was kinked next to the bushing. Microscopic examination was performed, and it was found that the bushing had hit marks. Dimensional examination was performed on the bushing outside diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were within specification. The bushing tabs measurement were symmetric and the flattening wire was confirmed to be within specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. No other problems with the device were noted. The reported event was not confirmed. Investigation found that the bushing had hit marks, this is likely due to the interaction between the yoke and the bushing while trying to deploy the clip. Additionally, the spool being split and control wire kinked is likely due to operational factors such as using pliers in order to pull the control wire which could have lead to the spool separation. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During the procedure, the device could not be deployed successfully and the handle was fractured. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.